Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported there was an overdischarge. The patient was implanted then was deployed to (B)(6). The patient could never charge from the beginning and never followed up. The patient returned and would like to use the battery again as it really helped with their migraines and wanted to get off meds again. The patient was unable to charge and communicate with the battery. The patient saw a power on reset (por) code and they were trying to clear the message to get the normal charging screen. The representative met the patient, performed 2 trickle charge sessions in office, antenna locator did not bring up. Then the patient tried again at home due to time constraints. The patient will trickle again today and will inform the representative if they see a por. It was noted that the patient will have a battery replacement soon if they couldn't recover the battery. It was later noted that the por had been resolved and they will monitor if battery successfully hold charge. There were no patient symptoms reported. Later, the rep reported that the patient's device was in overdischarge because he went to (B)(6) and was unable to charge. Recovery from the overdischarge was possible, but it would not hold a charge. X-rays were done and they confirmed the patent had two old leads connected to an extension connected to the implantable neurostimulator (ins). The battery was replaced and the patient was given a new charger and programmer. Impedances were good and the patient was programmed in recovery. The rep had called to refresh herself on how to program as she was unable to read the patient's old battery. All was good and all was working well. Relevant medical history included non-malignant pain and migraine.